Event description:
Description of event according to study: synopsis: thrombus noted in study device at 1-month follow-up. On (B)(6) 2022, the patient was urgently treated for a hyperacute thoracic aortic dissection type b with placement of a zta-p-38-217-w. Procedure angiography showed patent thoracic false lumen, flow from the primary tear noted as type 1a proximal and unknown. Patent abdominal false lumen was also noted, flow from the primary tear noted as type 1a proximal. Adverse event (ae) 1 day post-procedure - type 1a proximal endoleak, treated with surgical aortic arch replacement (B)(4), manufacturer report# 3002808486-2024-00179). The site were unable to determine relatedness to device, disease, or procedure due to it being a retrospective event. The 1-month follow-up imaging revealed evidence of thrombus at the zta device. The 1-month, 6-month, 12-month, and 2-year follow-up imaging showed patent thoracic and abdominal false lumens, source of flow for all noted as primary tear with unknown entry flow type. The thrombus noted at 1-month is not noted on any other follow-up. In nov 2022, an additional procedure occurred (open aortic pant prosthesis.)

Manufacturer narrative:
Manufacturers ref (B)(4). G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Site updated information on patient and no longer reports thrombus. The event is therefore no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
25nov2024 updated info received: the 1-month follow-up CT/MRI, patency page now shows no evidence of thrombus.